Event description:
The customer stated the rubella calibration failed on the axsym analyzer with cal a/b ratio too large. The abbott customer service tech. Asked the customer to calibrate with an older, non expired, calibrator. The calibration passed. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.